Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod packing coils (pod pc), a lantern delivery microcatheter (lantern), non-penumbra coils, and a non-penumbra guiding catheter. It was reported that the patient¿s anatomy was moderately tortuous and calcified. During the procedure, the physician successfully implanted one non-penumbra coil and one pod pc into the target vessel using the lantern. Next, another pod pc was advanced into the lantern. After multiple attempts to form the pod pc into the target vessel, the pod pc unintentionally detached in the lantern. Therefore, the lantern containing the detached pod pc was removed. The procedure was completed using two pod pc coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from its pusher assembly. Evaluation revealed that the proximal constraint sphere was present on the proximal end of the embolization coil. The pusher assembly was not returned for evaluation; therefore, the root cause of the coil detachment could not be determined. Further evaluation revealed offset coil winds along the length of the embolization coil. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.